Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cap pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube had the stopper pop bout of the tube. The following information was provided by the initial reporter: the customer stated "caps popping off the 367960 green tube. The tube was being spun in a drucker 642 centrifuge.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube had the stopper pop bout of the tube. The following information was provided by the initial reporter: the customer stated "caps popping off the 367960 green tube. The tube was being spun in a drucker 642 centrifuge."